Event description:
The physician placed the psc032 proximal to the clot. When the physician attempted to advance the pss032 into the psc032 it would not pass. The physician changed to a new psc032 and pss032 and successfully completed the procedure. This MDR is associated with mdrs 3005168196-2011-00401 and 3005168196-2011-00402.

Event description:
Additional information from the physician revealed that the patient did not have tortuous anatomy and the physician did not have difficulty inserting the catheter into the patient. The physician claimed he only had difficulty inserting the separator into the catheter. When the physician removed the penumbra system reperfusion catheter 032 from the patient he noted kinks in the catheter and the separator was stuck inside. The penumbra system reperfusion catheter 054 returned with the penumbra system 032 complaint devices was returned by mistake. This device was used during the procedure, but had no issue during use.

Manufacturer narrative:
Device investigation: the distal end of the separator 032 is bent into an "s" shape. Results: the distal end of the separator 032 was introduced into an rhv and a demonstration psc032. The "s" curve in the tip bent backwards entering catheter hub cone and jammed against the shaft wall when the separator bulb was advanced, becoming trapped in the first 2-3 cm of the catheter. The separator is non-functional. The tip of the separator was likely damaged when the physician attempted to insert the separator against the resistance caused by the compromised lumen of the catheter.

Manufacturer narrative:
Conclusion: the device is available for evaluation and a follow-up MDR will be submitted upon completion of the device evaluation.the manufacturing records for this device were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.